Event description:
The pt (B)(6) received an scs system which included an ipg. It was reported that after implantation, communication could not be established between the ipg and the pt programmer. Additional attempts were made the day following the surgery to no avail. The physician elected to explant and replace the ipg.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.